Event description:
The customer reported that the system keeps rebooting and the left monitor had no image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the +5v power supply. The system operates as intended.